Manufacturer narrative:
During the stent-assisted coiling procedure, the enterprise system ((B)(4)) prematurely deployed in the hub. When attempting to position the enterprise system ((B)(4)) and prowler select plus 150/5 microcatheter ((B)(4)) more distally, there was resistance with attempt to advance. It was indicated that there was no potential adverse event associated with the event. The microcatheter was not kept at the target site. There was no difficulty advancing the guidewire to the target site. A constant flush was maintained at all times through all the systems. There is no further information regarding the reported event or procedure. The devices are not available for analysis; they were discarded. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15199261 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited available procedural information and without the return of the device for evaluation, no conclusion can be made regarding the reported event. With review of the DHR there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00069 & 1058196-2011-00070. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
This is one of two products used during the same procedure on the same patient, which is associated with MFR reports 1058196-2011-00069 and 1058196-2011-00070. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
One non-sterile microcatheter prowler select plus was received coiled inside of a plastic bag. Residues of blood were noted in the hub. Device was inspected and compressed sections were found. No other damages were noted. The ID of the microcatheter was measured and was within specification. Microcatheter received was flushed and then the enterprise was inserted and it advance smoothly through the inner lumen; however it was stuck at distal shaft due to the compress. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15199261 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Reported failure by the customer as "obstructed" was confirmed during the analysis, since the enterprise could not pass in the distal section. No obstructions were noted in the microcatheter's hub. The cause of the obstruction was the compressed sections noted in the distal shaft of the microcatheter; the cause of these damages could not be conclusively determined; however neither the analysis nor the DHR suggest that these damages could be occurring during the manufacturing process. Inspections are in place that prevents these kinds of damages leaving from the facility; in addition the device meets with the od and ID specification requirements. Procedural factors could impact in these damages; however the cause remains inconclusively and undetermined. Therefore no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00069 & 1058196-2011-00070. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15199261 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. One non-sterile microcatheter prowler select plus was received coiled inside of a plastic bag. Residues of blood were noted in the hub. Device was inspected and compressed sections were found. No other damages were noted. The ID of the microcatheter was measured and was within specification. The microcatheter received was flushed and then a lab sample enterprise was inserted and it advance smoothly through the inner lumen; however it was stuck at distal shaft due to the compressions. No obstructions were noted in the microcatheter's hub. The reported resistance within the distal end of the returned microcatheter was confirmed; a lab sample enterprise could not pass through the distal section due to the compressed sections. The cause of these damages could not be conclusively determined. Inspections are in place to prevent these kinds of damages from leaving the facility. The device meets with the od and ID specification requirements. With functional testing, inability to advance a lab sample enterprise through the microcatheter was due to compressions at the distal end of the returned microcatheter. The cause of these compressions cannot be definitively determined. However, there is no indication of any relationship to the manufacturing process. Procedurally prior to introduction of the enterprise, the microcatheter would have been advanced over a guidewire to the target position. This would indicate that the compressed condition of the microcatheter likely occurred either during procedural use or during post procedural handling. Based on the limited available procedural information and the condition of the returned devices, no definitive conclusion can be made. Procedural factors may have contributed to the event; however, no conclusion can be made. With review of the device history records and analysis of the involved devices, there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00069 & 1058196-2011-00070.

Manufacturer narrative:
Corrected data: please note that the products were returned and the following changes were made: during the stent-assisted coiling procedure, the enterprise system (B)(4) prematurely deployed in the hub, and the enterprise system (B)(4) and the select plus 150/5 cm microcatheter (B)(4) wouldn't reach to make position at the desired place while the guiding wire would. The physician tried to place them more distally but they won't advance. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00069 & 1058196-2011-00070.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15199261 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Seventeen units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. The no other issues were noted that were considered potentially related to the reported complaint. No nonconformance records or excursion were issued for this lot 15199261. Additional information will be submitted within 30 days of receipt.

Event description:
During the stent-assisted coiling procedure, one enterprise slipped out of the catheter and the second enterprise and prowler didn't flow through the artery to reach the aneurysm.